Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak caused by a crack in the patient line was reported, which is known to cause this alarm. The cause of the crack could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. The patient was connected at the time of the alarm. This event occurred during drain 2. During troubleshooting, the patient stated there was a leak coming from a crack in the patient line. The renal therapy service agent (rtsa) advised the patient to contact their registered nurse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.